Manufacturer narrative:
Clinical evaluation performed by medical affairs director on november 16, 2018; femoral component revision occurred 9 months after primary cementless total hip arthroplasty in a (B)(6) year-old obese woman. Femoral stem looks slightly undersized and reasons for this choice cannot be assessed not having a preoperative x-ray image: patient anatomy and bone morphological characteristics may be one cause. There is no reason to suspect a faulty device. Batch review performed on 27 november 2018; lot 161546: (B)(4) items manufactured and released on 01 june 2016 . Expiration date: 2021-05-29; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery due to stem loosening 10 months after the primary surgery.